Event description:
It was reported that during an unknown procedure, the instrument had tissue pad detached, and fallen inside the patient. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported. Procedure completed with another instrument.

Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The tissue pad was attached to the clamparm and not detached as reported. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.